Manufacturer narrative:
Device evaluation follow-up # 1 submitted 01/22/2013: the device was returned to animas and evaluated by product analysis on 01/02/2013 with the following results: no defect was found. Black box review: no information was available from the reported failure date, it was overwritten due the continuous use of the pump. Random time/date changes back and forth all along the history review were observed. Black box review showed a manual time/date setup on (B)(6) 2012 from 09:19 to 12:19 skipping 3 hours of basal delivery followed by setup to (B)(6) 2012 backing up by 1 day, which explains the inaccurate appearance of total daily on those two dates. Total daily insulin deliveries add up correctly and reveal the user's programmed basal rates target every day. Pump and a test meter powered up normally and paired successfully. Pump and meter ran 24 hours. Periodic boluses were executed using "normal", "ez-carb" and "ez-bg". The history recorded accurately boluses information on the correct time and order. Opened the pump, no damage was found to the force sensor circuit or on the power circuit.

Event description:
On (B)(6) 2012, the reporter contacted animas to report the pump history and insulin-on-board value of 19.0 units was not correct when reviewed by the patient's hcp. The issue was not resolved therefore this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.